Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) and se 2367 (fail safe shut down) alarm occurred on the homechoice (hc) machine during dwell 4 of 5. The baxter technical service representative (tsr) assisted the home patient (hp) to recycle the power and clear the alarm. The tsr explained the alarm and the hp would drain and fill manually. The hp would dwell and drain as the last fill volume (lfv) equaled 0ml and the ultra filtration (uf) equaled -1219ml. The hp will call their pd nurse (pdn) and advise the pdn of the air detect alarm which occurred while being connected. There was patient involvement; however there was no patient injury or medical intervention.no additional information is available.